Manufacturer narrative:
One (1) used device was received for evaluation. Visual inspection was performed which showed the tubing was separated from the second y-site (clearlink) in the upstream part. A lack of solvent was observed during the examination of tubing; the solvent was not applied uniformly in the tubing. The insertion of the tubing into the second y-site clearlink was not according to specification. The reported condition was verified. The cause was related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink system continu-flo solution sets were coming out of the female end of the luer activated valves (clearlink). The event was further described as "the male end comes undone very easily resulting in IV fluid leaking onto the floor". The issue was noticed before patient use. There was no patient involvement. No additional information is available.